Manufacturer narrative:
May 11, 2017 - the final report will be submitted to the FDA by july 12, 2017. It is expected that by this time the relevant components will be returned to bte from the customer site and the investigation completed. November 13, 2020 - the initial report originally submitted on may 11, 2017 was resubmitted in november 2020 following FDA notification that the initial report is not in the FDA records. The final follow-up report submitted on july 10, 2017 is attached to show complete records even though there are no indications that the final report is missing.

Event description:
While struggling to remove d-handle during utm calibration, operator hit herself in the face which resulted in visible swelling around the nose. The operator was examined at an urgent care facility and notified the clinic that the nose was not broken but she needed to take a few days off. The incident occurred during equipment calibration (product setup prior to testing). No clients/patients were involved and only the operator had been affected.